Event description:
Customer received result of 107 mg/dl on the aviva combo system, and a result of 64 mg/dl on the mobile system within 10 minutes with the same blood drop. No actions taken based on device results. No adverse event reported. Requested return of suspect device however test strips will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva combo system (lot number 490582, expiration date 03/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Will not be returned to manufacturer.